Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that ipg stopped working in 2019 and ipg was inoperable. As such surgical intervention took place wherein the ipg was replaced with a new one, and reportedly effective therapy was restored.